Manufacturer narrative:
The insulin pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. However, replace battery alarm, replace battery now alarm, power loss and power error confirmed in the long trace. Detail trace analysis confirmed the pump alarmed replace battery, replace battery now, power loss and then alarmed power error was triggered when backup battery loaded voltage (loaded vlith) was less than 3.5v for 4 consecutive hours due to connector resistance. After disconnecting and reconnecting the internal battery connector at connector board. The insulin pump was monitored and functioned properly. The insulin pump was received with scratched case, pillowing keypad overlay and minor scratched lcd window.

Event description:
The customer reported via phone call that the insulin pump had depleted battery life and had to change multiple batteries in a day. The customer's blood glucose was 324 mg/dl and was treated with manual injection. The insulin pump was returned for analysis.